Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: a review of the pump¿s black box history showed that three pump reboots had occurred. A visual inspection of the pump showed that there was a crack on the side of the battery compartment. There was evidence of corrosion observed in the battery compartment. The returned battery cap has stripped threads. The battery cap was unable to fully attach to the pump and reboots occurred. A test battery cap was able to be attached to the pump. During testing, the pump was exercised for 24 hours with no power loss. A leak test revealed a battery compartment leak. The pump case was opened and no evidence of internal moisture or damage to the power circuit was found. The complaint of a power issue was shown in the pump alarm history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was discolored.